Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a skin irritation under the lifevest. The irritation was under the therapy electrodes and was red and oozing. The patient was given an extra garment and hospital staff began changing the patient's garments more frequently. Follow-up indicated that the irritation was improving.